Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet display presented a gray screen with no visible content, the device appeared disconnected from the app, and a restart attempt did not restore function; the issue was associated with an unresponsive key/button and involved the touchscreen component. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact, and the user planned to use backup therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem, with the device issue characterized by an unresponsive key/button and the affected component identified as the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.